Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone14.5 cgm sensor type: g6 the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and damaged into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated and damaged in the infusion site (leg). As treatment, the patient was advised to change out the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. The soft cannula and hard cannula were inspected and no damages were observed. Fluid was able to flow through the complete fluid path with no issue. The device data contained no timeouts, drive stalls, or hazard alarms. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Although no damage was present, a root cause of unsure properly inserted could not be determined.